Manufacturer narrative:
Corrected data: date of report- corrected to: "(B)(6)2018" in the initial MDR. PMA/510k-corrected to: "(B)(6)2018" in the initial MDR. Additional data: device evaluated by MFR-device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens surface. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -4.0 diopter, into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as unknown.